Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant medical products: smart touch generator, cs catheter (B)(4). Evaluation: methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4). The device was not returned to bwi.

Event description:
It was reported that during an afib. Ablation procedure a patient suffered cardiac tamponade during transseptal phase which was required pericardiocentesis. The patient's blood pressure dropped upon doing an ultrasound. No ablation was performed during procedure. The patient was not required extended hospitalization and was fully recovered. Act maintained >300s during the procedure, this was reversed with protamine when effusion was confirmed. Physician believes he may have advanced the transseptal needle through the wall or roof of the left atrium. Bard transseptal needle and st jude sheath were used during procedure. No ablation was performed when adverse event occurred, which was prior to insertion of ablation catheter in the patient. Bwi takes conservative approach to report this event under soundstar diagnostic catheter.